Manufacturer narrative:
Additional information added to h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed on one unit of polyflux 14l due to a cracked cap. The event occurred during patient treatment. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.